Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a balloon angioplasty treatment procedure a balloon rupture occurred. The physician attempted to put an unknown wire down the emerge, mr, us 8mm x 2.00mm balloon however it did not come out the side port. It went all the way down the shaft. He was able to get the wire to come out of the side port and went to enter the patient but there was a hole in the balloon and it would not inflate. Pulled that balloon out and used another of the same device and completed the procedure successfully. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: visual examination showed the balloon was tightly folded, with no indication of positive (inflation) pressure. The hypotube was separated 47.5cm from the edge of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. The device could not be functionally tested according to specifications because the inflation lumen was not intact due to the hypotube separation; however, a luer fitting was attached to the remaining length of the hypotube (on the distal side of the separation) and the balloon was successfully inflated with a syringe filled with water. Inspection of the balloon during inflation revealed no evidence of any damage or leaks. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).

Event description:
It was reported that during a balloon angioplasty treatment procedure a balloon rupture occurred. The physician attempted to put an unknown wire down the emerge, mr, us 8mm x 2.00mm balloon; however, it did not come out the side port. It went all the way down the shaft. He was able to get the wire to come out of the side port and went to enter the patient but there was a hole in the balloon and it would not inflate. Pulled that balloon out and used another of the same device and completed the procedure successfully. No patient complications were reported and the patient's status is fine.